Event description:
The customer reported that a CT tech broke their hand while driving the omnitom.

Manufacturer narrative:
Neurologica immediately dispatched field service egineer to assess the issue. Based on the investigation completed by the fse, the technician was driving the system while holding the drive bar upside down with her thumbs facing out. As a corrective measure, technical training will be conducted to prevent similar incidents in the future. No additional information has been received on this incident. A follow-up report will be filed if any additional information is received.